Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss in the reservoir, the patient was unable to inflate his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. The ipp stopped inflating in (B)(6) 2019. No additional patient complication were reported in relation to this event. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to fluid loss in the reservoir, the patient was unable to inflate his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. The ipp stopped inflating in (B)(6) 2019. No additional patient complication were reported in relation to this event. Should additional information be received a supplemental report will be submitted.